Event description:
Gauge is reading too high (2404 psi). During o2 rounds this tank was found on floor 4.1. Reading to too high on tank. Should not be over 2200. Removed tank from service. This is part of a previously received notice of gauge failures from western, handled by our gas distributor aero all gas who returns the product to western for service/repair. Manufacturer response for digital oxygen gauge, oxytote (per site reporter).

Event description:
Gauge is reading too high (2404 psi). During o2 rounds this tank was found on floor 4.1. Reading to too high on tank. Should not be over 2200. Removed tank from service. This is part of a previously received notice of gauge failures from western, handled by our gas distributor aero all gas who returns the product to western for service/repair. Manufacturer response for digital oxygen gauge, oxytote (per site reporter).